Manufacturer narrative:
The subject device is unavailable to manufacturer.

Event description:
It was reported that during combination thrombectomy pull, the subject device catheter was fractured at the proximal and it appears to also have unraveled. All pieces were successfully removed, and the procedure was completed successfully with other distal access catheter products. There were no clinical consequences to the patient due to the reported event.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The catheter was returned with a wire inserted and could not be removed. The device was examined, and it was found to be broken and stretched on the catheter shaft. In addition, the catheter was compressed. Functional testing could not be performed due to the condition of the returned device. Additional information provided by the customer indicated that the patient's anatomy was moderately tortuous, continuous flush was maintained throughout the procedure, and the catheter initially could not track into the intended position. This complaint appears to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the device directions for use (dfu), but performance was limited due to procedural factors during use. Therefore, a cause of 'procedural factors' has been assigned to this investigation.

Event description:
It was reported that during combination thrombectomy pull, the subject device catheter was fractured at the proximal and it appears to also have unraveled. All pieces were successfully removed, and the procedure was completed successfully with other distal access catheter products. There were no clinical consequences to the patient due to the reported event.